Manufacturer narrative:
The device with model kd-v411m-0725 returned for evaluation. The lot number was 24k with supplementary information number of ¿05¿. (M-bc manufacture date: april 05, 2022) inspection of the device found the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire not observed. Review of the device history records (DHR¿s) found no abnormalities in the following record of the items below which relate to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Instructions for use (IFU): this instruction manual (drawing no. Gk6224, revision no.9) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following (description). Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. In addition, it was confirmed that the tear of the coated portion of the cutting wire can be replicated by the following mechanism: 1. Raise the forceps elevator of the endoscope. 2. Once the cutting wire deflects, the coated portion of the wire comes into contact with the metal part of the distal end of the endoscope. 3. The cutting wire was moved back and forth under the circumstances described above (description #2) causing the coated portion to tear. Based on evaluation findings, it is possible that the slider was slightly pushed hard. This possibly caused the cutting wire to deflect. Olympus will continue to monitor complaints for this device.

Event description:
As reported during a therapeutic endoscopic retrograde cholangio-pancreatography (ercp) case, when the doctor tried to incise the duodenal papilla with high-frequency power, the wire broke. According to the reporter, no wires have come off on the device. The device was replaced with a new similar device and the intended procedure was completed. The high frequency output setting is unknown. There was no patient harm, no user injury reported due to the event.